Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The elective replacement indicator (eri) was caused by high battery impedance noted on (B)(4) 2011 prior to explant. The ramware version 8 was installed on (B)(4) 2011.

Event description:
It was reported that the device tripped elective replacement indicator due to high battery impedance, and possible premature depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.